Event description:
It was reported the device operated intermittently. The probable cause was poor battery contact. The device was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the device operated intermittently. The probable cause was poor battery contact. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Voluntary report no: (B)(4). Evaluation summary: (B)(4): battery contacts are compressed. Battery release and ring cover are contaminated. Upper and lower cases and side bail covers are broken. Battery drawer o-ring is missing. Keyboard is scratched (cosmetic).

Manufacturer narrative:
(B)(4).